Event description:
The attorney alleges that the pt had a 'baclofen pump' implanted and in 2005 he registered in the emergency room and was an in-pt. The lawsuit also alleges that on or about 3 days later that the pt "suffered a baclofen withdrawal which resulted in his death".